Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 4.6 years of being implanted, the battery voltage had depleted to 2.67v which was close to the elective replacement indicator (eri) value of 2.6v. The device parameters were 5v, 145 hz, 90¿s, 900ohms. This was reportedly different from the 12.6 years estimated in a marketing material for parameters close to the ones used (5v, 130hz, 90¿s, 1000ohms). Additionally, the patient had been programmed to a cycling of 5min off/1min on. Wingevity estimates using the patient¿s parameters, including cycling, indicated eri at 5.29 years and end-of-service (eos) at 5.54 years. Without cycling enabled, the estimates were eri at 15.26 months and eos at 18.26 months. The wingevity estimate with cycling was more similar to the lifespan of the implantable neurostimulator (ins) than the others. It was noted that a more exact estimate would be verified at the time of replacement. Telemetry printouts also indicated high impedances of greater than 40 ,000 ohms on some electrode pairs. As the reporter was inquiring which estimation should be considered for an ins with cycling, the ins was going to be monitored and replaced ¿prior to expectation¿. There were no patient symptoms associated with the event.